Manufacturer narrative:
The customer contact indicated that the device were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General complaint of an undocumented number of incidents of underdelivery. The devices were being used to deliver unspecified medications, at unspecified rates. The customer contact indicated that the nurses reported that the devices are running slow. No specific details were provided. There were no reported adverse pt effects and no reported delays of therapies critical to any pts. No medical interventions were required. No additional info was provided.